Manufacturer narrative:
The carefusion failure analysis technician evaluated the main pcba. Visually inspected part. Noticed no barometric press. Screen powered on according to standards. Touch screen functions properly. Findings/root-cause: could not duplicate reported problems. Touch screen issue not related to main board.

Manufacturer narrative:
(B)(4). Field service evaluated the unit and confirmed the reported event. He ordered a front panel assembly to complete the repair and return the unit to service.

Event description:
The customer reported a frozen touch screen, that cannot be adjusted. Field service was requested.